Event description:
The customer reported that his blood glucose reached 418 mg/dl a day after the pod was activated and that the needle mechanism did not operate properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.